Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure to treat an esophageal stricture performed on (B)(6) 2025. During the procedure, it was noticed that the balloon was not keeping pressure and water was leaking from it. It was reported that the balloon popped during inflation. No piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.